Event description:
A physician reported that the error occurred due to tip loosening before cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacing the tip with another one. There was no patient impact. This report pertains to phacoemulsification tip involved in reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phacoemulsification tip, without a wrench, in a small parts tray (smpt) was received for the report. The returned sample was visually inspected and was found to be conforming. A functional thread check was performed and the sample was found to be conforming. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The returned sample was found to be visually and functionally conforming, therefore an error occurred due to tip loosening as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phacoemulsification tip was manufactured to specification. All phacoemulsification tips are hundred percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).